Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that part of the syringe tubing broke and remained lodged inside of the y-site upon disconnection. IV tubing replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer¿s report that part of the syringe tubing broke and remained lodged inside of the y-site upon disconnection was confirmed. The extension set was visually inspected; one of the female smartsite's was observed with a plastic piece lodged at the piston opening. There were no obvious signs of over tightening of components shown on the smartsite. The non-bd extension set was observed with a broken male luer. Part of the male luer was not returned by the customer. The root cause of the syringe tubing broke and remained lodged inside of the y-site upon disconnection was not identified.